Event description:
On (B)(6) 2025, the user¿s caretaker reported a discrepancy between pump and fingerstick readings, with the pump showing 48 mg/dl and fingerstick 161 mg/dl. The agent explained the need for calibration when values differ by more than 20 points. The caretaker will call back to complete calibration. The user's blood glucose (bg) was affected. No symptoms or medical intervention reported during the event and at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.